Event description:
The customer reported to olympus, the evis lucera colonovideoscope experienced improper insertion of the forceps. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter was found on the universal cord and the connecting tube. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of the forceps could not be inserted or removed was not confirmed. During the device evaluation, the following was found: there was foreign matter objects found within the universal cord, and the connecting tube had foreign objects as well. Additionally, due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Adhesive on the bending section cover had a white clouded area. The universal cord had wrinkles. The protector of the universal cord on the control section side had discoloration. The plastic distal end cover had a scratch. The control unit was shaved. The grip was shaved. The scope cover was shaved. The suction cylinder was shaved. The forceps channel port was shaved. The paint on the suction cylinder was peeled. The plastic distal end cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material attached to the image guide and light guide tubes was found to be polypropylene (resin). Since polypropylene is not a component of the endoscope, it is assumed that some kind of object had been in contact with it. A definitive root cause of the issues could not be determined, as there was no device deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use as stated: chapter 3 preparation and inspection 3.2 endoscope inspection" as follows. Inspection of endoscope 1. Visually check that there are no major scratches, deformations, loose parts, or other abnormalities on the appearance of the control section or scope connector. 2. Visually check that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome part and the insertion part. 3. Cracks, dents, bulges, edges, scratches, metal wires protruding from inside, protrusions, sagging, deformation, bending, adhesion of foreign matter, falling parts, etc. On the outer surface of the entire length of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities. 4. Gently grasp the insertion tube with your hand and slide it along its entire length in both directions, making sure that there are no snags or metal wires protruding from inside around the entire circumference. Also, check by feeling that the soft parts are not abnormally hard. Evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.